Event description:
During the course of a clinical study of the matrix coils the aneurysm re-ruptured 14 days after initial coiling. Surgical therapy: gdc coils. Patient expired 20 days later from cardiopulmonary arrest secondary to sah. The date in which the patient expired is not known. There is no information about the exact brand name, catalog number, or lot number.